Event description:
During a lap cholecystectomy procedure, one device was used to clip the ductus cysticus and the cystica. The feeding mechnism of the device didn't function properly, the clips didn't line out in the jaws of the instrument. A new device was used and this one functioned properly. There were no adverse consequences to the patient.